Event description:
It was reported that the trial pt developed some redness and soreness around the trial lead insertion site. There was also draining fluid noted. The pt was seen in the emergency room on (B)(6) 2011, and placed on antibiotics. Subsequently, the pt, personally, removed the lead. The lead appeared to have been intact when removed by the pt. The pt had the twistlock connector. It was not known if the pt removed all of the skin suture. The pt was advised to follow-up with the primary care physician. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report.

Manufacturer narrative:
(B)(4).